Event description:
In 2005, the lay user/patient contacted lifescan and alleged that one touch ultra meter was reading inaccurately high. The patient received a result of 120 mg/dl on the subject meter and was comparing that result to a lab reading of 96 mg/dl, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose thereby indicating a potential malfunction of the meter in terms of accuracy. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The test strips were within the expiration date and in good condition. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. The patient did not receive any medical attention or intervention. Replacement products were sent to the lay user/patient.